Event description:
Customer complains of a blood leak at the beginning of treatment, visible to the naked eye. No blood loss of the patient. No medical intervention necessary

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. Further information is expected for this specific event as soon as the sample arrives and the investigation begins. The root cause of this event cannot be determined yet.